Event description:
Information received indicates, the right siderail latch is not holding.

Manufacturer narrative:
The technician found the weld on the siderail mounting bracket was bent. The technician replaced the mounting bracket assembly to repair the bed.